Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. A request to return the device has been made and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer passed away while not wearing the insulin pump. It was stated that the cause of death still is not released, but the doctors stated that her kidneys failed, her lungs failed, and her heart stopped. It was stated that the customer's blood glucose was rising and falling. It was stated that the day she passed away and was taken to the emergency room with blood glucose of 374mg/dl. Advised the caller to keep the battery in the insulin pump to maintain the data. No further info was provided.